Event description:
Reporter calls to advise the FDA about defective devices provided by abbott. Her freestyle libre 2 blood glucose sensors have all been falling off or not lasting for 12 days as proclaimed by abbott. She has tried several ways to help keep the sensor attached to her arm, but nothing has worked. Additionally, the last two sensors that she has purchased from cvs did not have the needle for insertion in the devices rendering them unusable. Reporter stated that she "pays out- of-pocket" for each device and is on limited income and cannot afford to keep spending money for defective devices. Abbott will only replace up to a certain number of sensors and will not replace sensors that are manufactured with defects regardless of attempts for justifiable replacement. Ref report: mw5166764.